Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump started beeping with every pulse it delivered and displayed elevated pressure message. The status of the product at time of the event was during cartridge change and no harm occurred as result of this event.